Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server all device not communicating to server and had data synchronization failures. The customer reported there was no delay to patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that devices were failed to communicate with the server. A technical support specialist dialed into the station and restarted the data synchronization services to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all device not communicating to server and had data synchronization failures. The customer reported there was no delay to patient workflow. There were no adverse events or injuries reported based on this event.